Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer woke up with blood glucose readings of 400 mg/dl. The customer got the blood glucose down to 249 mg/dl at 2pm. The customer stated that she was really stressed out and thought it might be the problem. The customer treated with high readings with the pump and manual injections. The customer was advised to contact health care provider.